Manufacturer narrative:
Correction: h.10 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater test failed. The heater would not turn on due to a blown f1 fuse on the alternating current(ac) distribution board. There were visual signs of thermal decomposition found on the f1 fuse on the ac distribution board during the investigation. There were no other visual discrepancies found during an internal inspection of the returned cycler. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the alternating circuit distribution board .

Event description:
A peritoneal dialysis (pd) patient reported that a cycler was alarming with fluid temperature out of range alarm during step 5 of setup. The patient was not connected during the incident. The technical support representative issued a replacement cycler. Upon follow-up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. The issue occurred during set-up before the patient was connected to the machine. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of a blown fuse on the alternating circuit distribution board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater test failed. The heater would not turn on due to a blown f1 fuse on the alternating current(ac) distribution board. There were visual signs of thermal decomposition found on the f1 fuse on the ac distribution board during the investigation. There were no other visual discrepancies found during an internal inspection of the returned cycler.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that a cycler was alarming with fluid temperature out of range alarm during step 5 of setup. The patient was not connected during the incident. The technical support representative issued a replacement cycler. Upon follow-up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. The issue occurred during set-up before the patient was connected to the machine. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of a blown fuse on the alternating circuit distribution board was identified.